Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a baxter employed health professional from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2, 1.5%, ultrabag and dianeal pd2, 2.5%, ultrabag therapies. On an unreported date, the patient began treatment with dianeal, pd2, 1.5%, ultrabag and dianeal pd2, 2.5%, ultrabag (doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Per the reporter, dianeal therapies were ongoing. During a call with baxter technical services, the following was reported. On an unreported date, there was a mistake made causing a break in aseptic technique (details not provided), further described as the attendant doing the pd therapy did not have proper training, which was reported to be the cause of the peritonitis (onset date not reported). On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with vencogen by injection (1gm, ip, frequency not reported), by injection with tazin (4.5gm, intravenously (IV), twice daily) and by injection with unizox (1gm, IV, once daily (od). The outcome of the break in aseptic technique was not reported. The outcome of the peritonitis is unknown. Concomitant therapy was not reported. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique described as the attendant doing the pd therapy did not have proper training. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information was provided by a baxter employed health professional as follows. The patient was hospitalized for 7 days (dates not reported). On an unknown date, the patient was discharged from the hospital. It was reported, the patient has recovered from the event of peritonitis (date unspecified). No further information was provided.